Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6) . All available patient information was included. Additional patient details are not available.

Event description:
The customer observed elevated hemoglobin (hgb) and hematocrit (hct) results for one patient on a cell-dyn ruby analyzer. The following data was provided: sample ID (B)(4). Initial hgb result was 23.6, repeat results were 15.1 and 15.3 g/dl; initial hct result was 71.4, repeat results were 46.9 and 47.5%. There was no impact to patient management reported.

Event description:
The customer observed elevated hemoglobin (hgb) and hematocrit (hct) results for one patient on a cell-dyn ruby analyzer. The following data was provided: sample ID (B)(6) initial hgb result was 23.6, repeat results were 15.1 and 15.3 g/dl; initial hct result was 71.4, repeat results were 46.9 and 47.5%. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated hemoglobin and hematocrit results generated on the cell-dyn ruby analyzer, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, and labeling review. Trending review determined no related trend for the product. Return testing was not completed as returns were not available. Review of the data found that seq 7560 had wbc, rbc, hgb, hct, mch, and plt parameters flagged as out of range. Seq 7561 and 7562 had results similar in range of each other. When comparing the first run to the subsequent two runs, the wbc concentration was lower, rbc and hgb concentrations were higher, and plt concentration was lower. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency with the cell-dyn ruby analyzer, serial number (B)(6), was identified.